Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed, which resulted in a delay to the patient care. A field service engineer cleaned debris from the bottom edge of the back panel and reseated the drawer cable, cleared the medication bag from blocking the sensor and further replaced the damaged rj45 cable. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
The customer reported that the pyxis medstation es system had a drawer failure, preventing users from dispensing the required medication. The user was able to retrieve the needed medication from another medstation and this incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.